Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.0, 1st re-test: 1.6, 2nd re-test: 4.3. Time between tests: the initial inratio result and the first re-test were performed minutes apart. The second re-test was performed 1 hour after the first tests. Therapeutic range: 1.8 - 2.5.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.